Manufacturer narrative:
The additional supera stent referenced is being filed under a separate medwatch report number. The stent remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was initially reported through a presentation titled, ¿relining of gardener¿s stent fracture (supera tm stent) in popliteal artery¿. It was reported that on (B)(6) 2019, a percutaneous peripheral intervention was performed on the popliteal artery. Lesion preparation was performed via aspiration and rotarex thrombectomy. Following, a 6.5x100mm supera stent (42065100-120, 8080661) was implanted without a device issue. Post-dilatation was performed. On (B)(6) 2019, the 6.5x100mm supera stent had a fracture, almost separating into two pieces. The lumen remained patent. On (B)(6) 2019, the 6.5x100mm supera stent had a thrombotic total occlusion. On (B)(6) 2019, another percutaneous peripheral intervention was performed. Rotarex thrombectomy and a second supera stent, a 6.5x150mm supera stent (42065150-120, 9051561) was implanted without a device issue. Post-dilatation was performed. On (B)(6) 2019, the 6.5x150mm supera stent had fractured, almost separating into two pieces. Due to the supera stent fractures, the patient had experienced calf pain and claudication. On (B)(6) 2020, the patient had a femoral-tibial bypass. No additional information was provided regarding this issue.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the reported patient effects of pain, thrombosis, and claudication are listed in the supera instructions for use as known potential patient effects associated with peripheral percutaneous intervention. The investigation was unable to determine a cause for the reported stent fracture. It may be possible that the supera stent was subjected to stress/fatigue or repetitive movement due to anatomical conditions and location of the implant; however, this could not be confirmed. The additional patient effects and treatments including surgery were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.